Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements several days post-implant, suggesting a lead dislodgement. An examination was performed where the rv lead was found failing to capture. As such, a lead revision was scheduled. The rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were observed.